Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that following fixation the rvlp was unable to be released despite all troubleshooting attempts. Tether fracture of the delivery catheters was observed; therefore, the entire system was removed and the procedure completed with a new rvlp and delivery catheter. The patient was discharged following the procedure.